Event description:
It was reported that when using the bd pyxis¿ medbank tower, the item unable to issue due to internet connection. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a network failure. The technical support specialist identified an internet issue at the facility and informed the facility to consult with maintenance due to a connection problem with the cabinet. They checked the remote support service, confirming that the cabinet was online and accessible for remote access. The system functioned as intended after the technical support specialist troubleshot the device.